Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds and became dislodged. It was further reported that the patient experienced phrenic and diaphragmatic nerve stimulation. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.